Event description:
Drug preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. While unpacking the taxus express2 8.8% 3.50 x 16 mm in preparation for a stenting procedure, it was noted that a strut of the stent was flared. The procedure was completed using another of the same device. No pt injuries or complications.